Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during a follow-up in clinic, the programmer froze during threshold testing due to a break in telemetry. This resulted in a loss of pacing and the pacemaker dependent patient needed to be paced transcutaneously until connection was reestablished with the programmer. Emergency pacing could not be performed using the pacing system analyzer nor could the test be ended. The patient is currently stable and did not experience any symptoms.

Manufacturer narrative:
The programmer was returned for evaluation. Device interrogation testing and threshold testing revealed no anomalies. Internal inspection revealed a detached solder joint. The cause of the communication anomalies was traced to the detached solder joint.